Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the customer reported a printing issue. Several medications that should have printed as non-controlled substances were instead printed as controlled medications. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the printing issue where several medications were expected to print as non controlled items but were incorrectly printed as controlled medications. A technical support specialist (tss) connected to the server, verified formulary settings, and confirmed the medications were configured as non controlled. Upon reviewing the report configuration, tss identified incorrect medication class filters causing the issue. After correcting the filters, the report displayed accurate results. Tss communicated the findings to the customer and confirmed the issue was resolved. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the customer reported a printing issue. Several medications that should have printed as non-controlled substances were instead printed as controlled medications. However, there were no delays or adverse events or injuries reported based on this event.